Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for charge circuit timeout. It was noted that the device has been end of service (eos) since 2019. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.